Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was not feeling well and had experienced a syncopal episode. The patient was advised to go to the nearest emergency room for an evaluation of their implantable cardioverter defibrillator (ICD). At this time no further information was provided from the field regarding if the patient had their ICD checked or not. No changes were made to the ICD and it remains implanted and in service. No additional adverse patient effects were reported.